Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked blood and fluid at the diaphragm when the prn cap fell off during the scan. The following information was provided by the initial reporter, translated from chinese: "before use, check the indwelling needle, the outer package is intact, within the validity period, according to the operation procedure. The latex cap on the prn fell off during the MRI pelvic enhanced scan, resulting in extravasation of blood and a small amount of fluid. The examination was stopped and the indwelling needle was replaced again. No harm was caused to the patient."

Manufacturer narrative:
Investigation summary: in response to the event a device history review was conducted for lot number: 2019324. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No actual samples and photos were received from the customer, the defect status cannot be confirmed. Relevant functional test the retained sample of complaint batch: 1) 45psi leakage test, the test result is qualified, no abnormal. 2) prn pull force test, test the separation force of the sleeve stopper and the adapter, and the test result is within the product specifications. Bd engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units.